Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was unknown. Customer was unable clear the alarm. Customer was able to complete pump rewind. Customer stated insulin pump was not recently stored nor out of use for an extended period of time. Customer stated that alarm did not immediately follow a battery change. The insulin pump will not be return for analysis.